Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms were noted. The pump was received with intermittent act and up arrow buttons due to flattened dome switches. No cosmetic damage was noted. The pump was downloaded to care link and was successful.

Event description:
The customer reported via phone call of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 300 mg/dl. The customer stated that her pump did not fill in and upload. The customer stated that the pump did not deliver insulin and she ended up in the hospital. The customer will be sent a replacement pump.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no unlocked j2 lcd keypad connector. The insulin pump passed the displacement accuracy test.